Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID 8578, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of dilaudid (1.0m g/ml, 0.12mg/day) in an implantable infusion pump for non-malignant pain and failed back syndrome (other). Prior to pump replacement, the patient received good therapy. During the replacement procedure, the hcp unsuccessfully tired to aspirate the catheter. The sutureless connector was replaced (with a revision kit), but the catheter would still not aspirate. The hcp decided to not remove the old catheter and to add a new catheter with the replacement pump. After the addition of the new catheter, aspiration was successful. The catheter issue was considered resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury.